Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the delivery catheter system (dcs) en countered slight resistance when inserting. The minimum diameter of the access vessel was 6.5 millimeter (mm) and it was believed that the inline sheath of the dcs would pass through without issue. As slight resistance was encountered the inline sheath was inserted while applying ¿a little power¿. It was noted that there was no issue with the loading of the valve and no issue with the implantation of the valve. A dissection occurred on the access side of the right leg when the final angiography was performed for the leg. Tack down was performed for the intima and adventitia of the access site by surgical treatment. Two non-medtronic stents were implanted from the common iliac artery to the external iliac artery. It was confirmed that there was no problem with the blood flow by the angiography and the procedure was completed. No additional adverse patient effects were reported.